Event description:
It was reported that the patient had lost stimulation. Diagnostic tests exhibited invalid impedance readings on all lead contacts. The physician explanted and replaced the lead on (B)(6) 2011. Stimulation was recaptured as a result of the procedure. No further patient issues were reported.

Manufacturer narrative:
Evaluation: results: as received, the lead was returned cut and incomplete; therefore, it could not be functionally tested. The cut was consistent with that occurring during the explant damage. No visual anomalies were observed with the exception of the layer being fractured. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.